Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified the manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that, after intraocular lens implantation surgery, the patient experienced blurry vision in the right eye and was unable to function. Hence the lens was planned to explant. The clinical reason for explant was other mechanical complications of lens. Additional information was requested and no new information was received.